Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00953. Follow-up information indicated surgical intervention was undertaken and the lead implanted at the l4 vertebral level was explanted and replaced. An additional lead was also implanted at the s1 vertebral level. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00953. It was reported one of the patient's two leads exhibited elevated impedances. X-rays were taken and showed one of the leads had a visible kink. Surgical intervention may be undertaken at a later date. It is unknown which lead is visibly kinked; therefore, both leads are being reported.